Event description:
The elc60 was used during a lung volume reduction. The elc60 only fired 2 times and stripped during the 3rd firing. One layer of bovine pericardium was used. Another elc60 was used to complete the case. 11/13/96 the rep reported the device started to fire, and then the knife would not advance.